Manufacturer narrative:
Recalibration of the system alleviated the problem. An fse (field service engineer) took the flow cell apart, replaced the carbon bridge, cleaned all ports and primed the system but a clear root cause could not be determined. This reported event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na), chlorine (cl) and potassium (k) results were obtained on their unicel dxc 800 instrument. The customer noticed that routine qc (quality control) results were out of range low, so the ise (ion-selective electrode) system was recalibrated, qc was run again and was found to be within the lab's established ranges. Customer then re-ran random patient samples and discovered that the na, cl, and k results were higher than the reported results. Several patient results were amended. Erroneous and corrected results were reported outside of the laboratory. While there is no report of any adverse event or serious injury related to this event, it is unknown whether there was any modification to patient treatment.